Event description:
It was reported that the first implant did not stay positioned; the implant and trocar (cinch) were removed and discarded. On attempt with the second cinch, the first implant was positioned successfully but the second one did not fire until the surgeon utilized a small amount of force. The implant fired, but did not stay on the needle (trocar). The surgeon removed a portion of the implant, but half of the second implant remained unretrieved, unsecured. Case was completed by using another brand of meniscal stitcher. Follow-up with the reporter requested additional patient information including current condition . Patient age and weight were provided, but the facility could not provide any further info; the surgeon was not an employee of the hospital. No additional pt info was provided at the time of this report or in follow-up. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was no returned because it had been discarded, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is use of excessive force when meeting resistance in passing the trocar through the meniscus. Excessive pushing force upon insertion (as opposed to twisting the trocar) can cause the distal portion of the implant to peel back and break off. The product directions for use warns against the use of excessive force; slight rotation of the trocar may ease deployment of the implant. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.